Event description:
After use on a case, the used arthroscopy pack was cultured and tested positive for heavy growth of strep mitis. Strepmilis is not the organism that has been cultured from the customer's post-op infection cases. This patient showed no signs of infection, but was placed on IV antibiotics prophylactically. The hospital cultured 2 other packs from the same lot number with negative results